Event description:
As reported to the MFR: during use of the tuohy that comes with the cantata 2.8 superselective microcatheter, the physician tightened it really tight. The catheter was lifted to inject particles, but nothing came through. The physician loosened the tuohy and pulled back on the catheter and the catheter broke 10 centimeters from the hub of the catheter. They believe particles were released causing the pt to stroke (1820334-2011-00615). A second catheter, of another lot, was opened to inject contrast. The physician encountered the same issues as what occurred during use of the initial catheter. The following day, the physician used another MFR's device with no problems. Pt is doing well.

Manufacturer narrative:
(B)(4) - device breakage. Product was not returned. We were unable to replicate this failure mode with benchtop testing using representative parts. The catheter is purchased from accellent cardiology, which is an approved supplier. Quality controls inspects the catheter to ensure that the entire surface of the catheter is smooth and free of kinks, bumps, cuts, broken braids, and braid separation or protruding braids. The catheter assembly is to be constructed to meet or exceed forces at break requirements for (B)(4). Design verification testing has shown that the catheter meets the tensile strength requirements of (B)(4). Product is shipped with instructions for use that lists the appropriate warnings, precautions, and proper use of the device. Product was not returned to assist in our investigation. The catheter is inspected to ensure that the entire surface of the catheter is smooth and free of kinks, bumps, cuts, broken braids, and braid separation or protruding braids. We were unable to replicate this failure mode using in house devices. Without the actual complaint device we are unable to determine what may have led to this failure. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.